Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that application fails to launch automatically following a system reboot. A technical support specialist, installed rss agent 4.12 and rebooted device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system station stuck on bluescreen. The customer stated that the malfunction resulted in a delay of couple of hours in the patient's access to medication. There were no adverse events or injuries reported based on this incident.